Manufacturer narrative:
Continuation of d10: product ID {{ l-evolutfx-2329 }}; product lot/serial number (B)(6) ; product type: {{compression loading system}}; implant da te {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{evfxplus-29 }}; product lot/serial number (B)(6) ; product type: {{heart valve}}; implant date (B)(6) 2025; explant date {{na}} product ID {{ l-evolutfx-2329 }}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant da te {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{non-compliant balloon}}; product lot/serial number {{unknown}}; product type: {{vascular dilation balloon}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter 29 millimeter (mm) valve, the valve was implanted at the first release. The implantation depth was 3 mm below the non-coronary sinus and 4 mm below the left coronary sinus. The physicians decided to proceed with a post implant dilation with a 23 mm non-medtronic balloon due to valve under-expansion. During post-dilation, the balloon moved upwards, reportedly probably due to ineffective pacing, and consequently caused the valve to dislodge. As result, an additional 29mm valve was required. During implant procedure of the second valve, the patient remained hemodynamically stable..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Images of the implanted valve show significant under expansion with a suspected infold. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, a post implantation dilation was performed during which the valve dislodged aortic. Subsequently, a second valve was implanted. In this case, it is not possible to rule out that possible misload might have contributed to the under expansion and/or the possible infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. During deployment, the deployment starting point was the bottom of the pigtail. The valve dislodged aortic to an implant depth of 2 millimeter (mm) under the non-coronary cusp (ncc) and 4 mm under the left coronary cusp (lcc). The second valve was implanted valve-in-valve. A non-medtronic guidewire (safari) was used during the procedure.